Event description:
Pt, while on dialyais, sat up in chair causing pt's tesio catheter to tear in two approx 3/4 of an inch from the end of the catheter. The venous tesio was involved causing blood loss and a possible air embolism.